Event description:
The reporter indicated that when connecting leads to the pacer, no pacing was observed under the bipolar setting. After obtaining the same threshold value as the initial value via a psc, no pacing was observed when the pacer was connected with the leads. Therefore, a new pacer was connected to the leads. After connecting the new pacer and placing it into the pocket, no anomalies were observed.